Event description:
Device malfunction: unknown. Symptoms/ae: hematoma. Time of ae: post vessel closure. It was reported that a physician attempted right common femoral arteriotomy closure using a starclose device after an attempted interventional procedure in 2007. Oozing occured post-procedure that was treated with mechanical compression (safeguard) and bed rest for five hours. Five days later, the patient returned for the interventional procedure. An egg-sized hematoma was noted at the previous right groin puncture site. The patient stated that, the swelling occurred 2-3 days post the procedure done five days earlier, and was resolving. Lab findings showed a decreased hemoglobin from 15.8 to 14.0 g/dl and a 6 point drop in hematocrit. No treatment was given. Review of the angiogram done on the same day, showed an "odd shadow", seeds from previous radiation implants in the area of the prostate, and femoral artery irregularity adjacent to the radiation site and at the puncture site. The rest of the artery appeared normal. There was no subsequent adverse patient sequela. Through requested no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.